Event description:
It was intended to use a sprinter legend 1.25 x 15 rx balloon in the diagonal vessel of the patient. The vessel was reported as tight, calcified and had 99% stenosis. The device was removed from the hoop and inspected with no issues noted. It is reported that a lot of force was used during delivery to the vessel as it was difficult to cross. The device was inserted through the lesion, then the physician noticed the tip had detached. The entire device was removed over the wire out of the patient safely. This device is used frequently at the facility. The procedure was completed with a balloon only product. There are no reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified). (B)(4).